Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The infection was reportedly caused by the pocket having been re-opened by a physician and leaving it exposed. The patient subsequently received a leadless pacemaker. No further patient complications have been reported as a result of this event.